Event description:
Post-op pt receiving morphine sulfate via pt controlled analgesia pump. Pt discovered unresponsive and was treated with narcan. No long term effects noted. When pt's condition was first noted, the pca pump cassette was unlocked from the pump, and it was connected only by the side hinges, which would allow morphine to infuse.